Manufacturer narrative:
No product was returned to the manufacturer for device evaluation and no lot number was reported, the manufacturer is unable to investigate further. No trends were identified, and no root cause could be established. The relationship between the coopervision device and the event is unconfirmed.

Event description:
The patient reports that they instilled a new lens in left (od) eye the morning and by evening were experiencing symptoms of pain, itching, and discharge. The patient sought medical treatment at the accident and injury facility and alleges they were told they had an eye infection. The patient stats they were prescribed oftaquix (levofloxacin) and advised to temporarily discontinue lens use. The patient returned for follow-up care and was advised that his eyes were better and to shorten the wear time of his contact lenses. This event is being reported in an abundance of caution due to incomplete diagnosis and lack of medical information.